Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip jumping) and difficult to open or close (clip open ¿ difficult) were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (clip jumping), and the reported difficult to open or close (clip open ¿ difficult), appear to be due to user technique of unlocking clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: code 4115 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (clip jumping), and the reported difficult to open or close (clip open ¿ difficult), appear to be due to user technique of unlocking clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip jump. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4. A mitraclip ntw was used, but the clip would not open, and then suddenly was inverted. The mitraclip was removed from the patient and the procedure was completed with another mitraclip. The procedure was completed with one clip implanted. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.